Event description:
It is reported that the patient was revised in 2009, due to pain. It was noted that the locking mechanism to the acetabular shell was broken. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. It is unknown how long the device was in vivo. No operative notes were returned for review. The mating femoral stem, femoral head, and acetabular liner components are unknown. Based on the available information, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.